Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing thresholds. The patient experienced lightheadedness when the right ventricular automatic threshold (rvat) was programmed on. Subsequently, a revision procedure was performed and the rv lead was repositioned. It was suspected that a micro-dislodgement occurred. This rv lead remains in service. No additional adverse patient effects were reported.